Manufacturer narrative:
No button response due to corroded keypad traces. No scrolling numbers display anomaly noted during testing. The insulin pump had moisture damage on electronics noted during testing. The insulin pump was received with minor scratched display window, broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers were ramping up. The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose was 8.7 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.